Event description:
The protege stent was initially deployed without incident in the right common iliac. Upon post-dilation, the stent migrated distally. No further intervention was required. No injury to the patient.